Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the main coil. Visual inspection of the device revealed that the delivery wire was kinked/bent and broken fractured. During functional testing, the introducer sheath was flushed, the delivery wire was attempted to advance through the sheath with noted friction. It is possible that the analyzed coil delivery wire fracture occurred due to handling of the device or portion of the device during the clinical procedure. Therefore based on all of the information available an assignable cause of handling damage was assigned to this investigation.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken. No consequences to the patient were reported.